Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had passed away on (B)(6) 2025, and the cause of death was natural causes. The event involved products mmt-1715kl, unk_reservoir, and unomedical. The customer reported the heart failure, renal failure, hyperglycemia/hypoglycemia, high blood pressure, and urinary tract infection was treated with hospitalization. Troubleshooting was performed, and it was found that the document of any health issues or illnesses that may have contributed to or led up to passing was the heart failure, renal failure, diabetes, high blood pressure, and urinary tract infection. It was reported that the pump was not worn at the time of passing. No product return is required for mmt-1715kl, unk_reservoir, and unomedical.

Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary:- as per case notes, pump was not worn at time of passing, the pump was last worn on dated (B)(6) 2024, customer passing on dated (B)(6) 2025 and cause of customer passing was natural causes, so here event submitted under regulatory report 2032227-2025-213495 was in error.